Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high dfts was not verified in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found.

Event description:
It was reported that during the implant procedure, the device did not convert the patient during dft testing. The lead and device were replaced. Dfts were successful with the new system.